Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 440 mg/dl. Customer delivered a bolus and increased their max bolus rate in order to reach the proper corrective dose amount. Customer advised insulin came out during an infusion set change. Customer was assisted with gaining control of their insulin pump and properly priming the device.